Event description:
Pt had nocuron (vecuronium) 40mg in 40ml of IV solution. Total volume 40ml. Syringe pump set at rate of 0.9ml/hr at 1815 hrs. At 1915 hrs, pump alarmed and 0 volume remaning in vecuronium syringe. Pump settings verified by two nurses to be correct. Syringe pump sent for initial in-house operations check. Pump available for MFR.